Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed the device implanted into the patient. A clear liquid was leaking from the catheter shaft, several centimeters from the insertion site. No details of the leak site could be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that while preparing to administer an IV infusion to a patient, the nurse observed swelling on the arm where the catheter was inserted, particularly at the PICC insertion site. With particularly noticeable swelling in the surrounding area. During infusion, the patient reported pain and drainage at the puncture site. The nurse suspected catheter damage. Upon withdrawing the catheter 5 cm and flushing, leakage was detected at the 12 cm mark. This PICC had been in place for only two months. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.